Event description:
At the start of a myosure procedure for tissue removal the physician saw "2 very tiny metal shavings in the [uterine] cavity." These shavings were not seen during a diagnostic hysteroscopy just prior to the myosure procedure. The physician proceeded to "remove tissue and the shavings were removed at the same time." The physician then experienced difficulty visualizing the tubal ostia and believed she was in a false passage. She continued to remove tissue to facilitate visualization. During this she "was probing the frontal area with the myosure device and then perforated with the device." A laparoscopy was done and the perforation was confirmed. No treatment was needed for the perforation and the patient was discharged home. On (B)(6) 2012 it was reported the pathology report that "no metal...[was] seen in the tissue sample."

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as product identification numbers were not provided by the complainant. According to the instructions for use (IFU) warning and precautions: if visualization is lost at any point during the procedure, stop cutting immediately. According to the instructions for use (IFU) precautions: to avoid perforation, keep the device tip under direct visualization and exercise care at all times when maneuvering it or cutting tissue close to uterine wall. Never use the device tip as a probe or dissecting tool. (B)(4).